Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable low pth elecsys e2g 300 result from the cobas e 801 analytical unit for 1 patient. The result on (B)(6) 2026 at a different hospital using a non-roche analyzer was around 800 pg/ml. On (B)(6) 2026, the result for a new sample using the e 801 was 104 pg/ml. The patient believes that the result of 104 pg/ml is too low. On (B)(6) 2026, the result for a new sample using the e 801 was 762 pg/ml.